Manufacturer narrative:
A review of documentation supplied with the implant states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is consistent with user error.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that patient has not charged the ipg in over 2 years. As such, the ipg is inoperable and patient does not have therapy. In turn, surgical intervention may take place at a later date to address the issue.